Event description:
Healthcare provider reported a right side "contracture/rupture,¿ baker grade unspecified. The device has been explanted and replaced and will not be returned.

Manufacturer narrative:
A device history record is not available due to insufficient device data. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "contracture/rupture,¿ baker grade was not specified.